Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm tailor flexible annuloplasty ring was chosen for a procedure. After implanting the ring, the lead surgeon found that the mitral valve leaflets were not well coapted and the reshaping effect was unsatisfactory. To ensure the patient's postoperative outcome, the surgeon ultimately decided to replace it with a mechanical valve while patient on bypass. There was no delay in the procedure. The patient was reported recovering.